Event description:
Patient here for afib ablation with dr. [Redacted]. Three perclose prostyle devices deployed for right femoral vein closure with a device failure. Additional perclose device opened with good effect manufacturer response for closure device, perclose prostyle (per site reporter). Device rep on site observed use of device and provided education.